Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found the snake wrist cable was dislodged from around the clamping pulley at the back end. As a result, the cable became loose at the distal end. Visual inspection displayed no signs of damage to the snake wrist cable and the segment the cable that contains the crimp was still intact. As a result of the dislodged snake wrist cable, the instrument could not operate properly. Additional observation(s) not reported by site: the instrument was found to have a dislodged snake wrist.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the vessel sealer extend (vse) instrument was used for a surgical task and was not responding to the surgeon¿s movements. The instrument turned in different direction that what the surgeon was manually operating it. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure using the same system. No known impact or patient consequence was reported.